Manufacturer narrative:
Reference medwatches with a1 pt for additional systems related to the pt.

Event description:
Caller is unsure which coaguchek system produced specific results. Caller states the pt tested 2.4 inr on one coaguchek system and 1.9 inr on an additional coaguchek system. No action was reportedly taken based on device results. No adverse event reported. Requested return of suspect system, however caller states strips are unavailable for return. Comparison performed in a medical facility.